Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26.2 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observation of high pacing impedance was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to fracture and high impedances due to a patient fall. The lead was successfully replaced. No additional adverse patient effects were reported.